Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed with a radio frequency error. The patient's blood glucose at the time of incident was 160 mg/dl. Troubleshooting was initiated for the radio frequency error. The customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. The customer confirmed that a temp basal was programmed before the alarm occurred; the customer was advised that the temp basal may have stopped and that he should reprogram it if necessary. The correct meter ID was also programmed into the insulin pump. A self test was performed and the insulin pump alarmed radio frequency error again. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, unexpected restart error test and off no power test. The insulin pump failed the self-test. The insulin pump alarmed during self-test, we were unable to communicate with test glucose meter and alarmed lost sensor due to faulty connector. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.